Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who does not know the return status of their explanted system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the implant put in around a year and a half to two years ago, but it was removed due to an infection. The infection occurred towards the end of (B)(6) 2017 and was removed at the end of (B)(6). It was not confirmed if this was a partial or total system explant. There were no device issues or further complications reported or anticipated.